Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-02488; related manufacturer reference number 3006705815-2020-01055; related manufacturer reference number 3006705815-2020-01056. It was reported that patient experienced infection at the anchor sites. Patient was hospitalized and treated with antibiotics. Surgical intervention was undertaken on (B)(6) 2020, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the infection was resolved.